Manufacturer narrative:
The usb cable that was reported to be damaged was not returned for investigation.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported blood glucose (bg) level was 300 (mg/dl). Customer stated a manual injection would be delivered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received. In addition, the usb cable was reported to be broken. It was unable to be confirmed if the usb cable was still successful at charging the pump. A replacement usb cable was sent to the customer.